Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported mechanical jam and the reported activation failure were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified and 90% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 90% stenosis, mild calcification and no tortuosity. The vessel size was between 5-6mm in diameter and a 5.0x60mm armada 18 balloon was inflated from 8-14 atmospheres (atms) without issues. Atherectomy was used. The 5.5x60mm supera self-expanding stent system (sess) was advanced to the target lesion. The access site was the right groin. The introducer sheath was about 10-11cm to the proximal end of the stent during deployment. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. However, the stent only partially deployed when there was a thumbslide issue and would not deploy further. There was no portion of the stent that deployed inside the introducer. The system was removed and the stent was flowered upon removal but there were no complications. An absolute pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified biological materials noted on the stent. There were additional biological materials noted on the ratchet ears and stem. The account confirmed there was no vessel damage. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 90% stenosis, mild calcification and no tortuosity. The vessel size was between 5-6mm in diameter and a 5.0x60mm armada 18 balloon was inflated from 8-14 atmospheres (atms) without issues. Atherectomy was used. The 5.5x60mm supera self-expanding stent system (sess) was advanced to the target lesion. The access site was the right groin. The introducer sheath was about 10-11cm to the proximal end of the stent during deployment. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. However, the stent only partially deployed when there was a thumbslide issue and would not deploy further. There was no portion of the stent that deployed inside the introducer. The system was removed and the stent was flowered upon removal but there were no complications. An absolute pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure.